Manufacturer narrative:
The lot was manufactured between 01nov2022 and 03nov2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused fluorouracil during patient infusion; the infusion rate was slow. The expected therapy time was 48 hours; however, after a day of use there was no obvious change in the bladder of the device. The medication was continued to complete treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.